Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 will not stop beeping. No patient adverse events reported.

Manufacturer narrative:
Other text: additional information: a1, b5, and h6 ( health code). Device evaluation: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up, the device started double beeping. It was recommended to replace the downstream sensor.

Event description:
Additional information received revealed that there were no adverse effects.